Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial # (B)(6), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins on the cable assembly were broken. Implantable neurostimulator (serial number (B)(4)) and desktop charger (serial number (B)(4)).

Event description:
It was reported by the patient that the metal part on the connector pin cord came off and part of it stayed in the port. Additional information was received from the patient indicating that there were difficulties charging, they were unable to charge, they had not charged for about three weeks. They were not able to communicate with another external device. The patient was unable to communicate with the programmer/recharger. On (B)(6) 2015 ,the patient indicated that the implant was overdischarged. The power adapter for the recharger was broken. They ordered a new piece, got it, tried to charge and the battery could not be found. A power on reset was preformed, the issue was resolved at the time the manufacturer representative reported this, on (B)(4) 2015. The patient was alive with no injury at the time of the report. Relevant medical history includes lumbar radiculopathy. There was no indication of patient harm and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.